Manufacturer narrative:
Alleged failure: thread of air all-inside meniscal repair system torn off during medical procedure on (B)(6) 2023 . Delay apparently caused by reporter as intake via fax was sent and reached cic on friday october 12, 2023. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
Based on investigation results, the anchor was broken. Based on this the anchor broke during procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: thread of air all-inside meniscal repair system torn off during medical procedure on (B)(6) 2023 . Delay apparently caused by reporter as intake via fax was sent and reached cic on friday october 12, 2023. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
Based on investigation results, the anchor was broken. Based on this the anchor broke during procedure. All pieces were retrieved.